Manufacturer narrative:
Qn# (B)(4). The customer returned one peel-away sheath and one 4 fr. Dilator for evaluation. The catheter was not returned. Visual inspection of the returned components did not reveal any obvious defects or anomalies. The peel-away sheath inner diameter at the tip measured 0.059" which is within the specification of 0.585"-0.0595" per peel-away sheath extrusion product drawing. The dilator outer diameter measured 0.0577" which is within the specification of 0.0575"-0.0595" per dilator product drawing. The peel-away sheath and dilator were tested per the instructions for use (IFU) provided with this kit which states, "ensure dilator is in position and locked to hub of sheath. Thread tapered tip of peel-away sheath/dilator assembly over guidewire." Some resistance was encountered at the tip of the peel-away sheath while threading the widest part of the dilator through the sheath. However, this resistance could be overcome with the use of minor force, and the rest of the dilator body was able to thread through the peel-away sheath with little to no difficulty. A lab inventory kit of the same fr. Dilator and peel away sheath was opened in order to test the returned components against lab inventory components. The lab inventory dilator and peel-away sheath displayed the same behavior as the returned components - minor resistance was encountered at the widest part of the dilator, and then the dilator was able to thread through the sheath with no difficulty. The lab inventory catheter was also able to thread through both the lab inventory sheath and the returned sheath with minor resistance at the catheter tip, once minor force was applied. R & d engineers were contacted regarding this complaint investigation. They stated that the minor resistance at the sheath tip was an intentional design choice labeled "interference fit", causing the dilator/catheter and sheath to fit snugly at the tip, and intended to make the insertion process as smooth as possible. This was done to avoid a too-loose or too-tight combination that could cause vessel trauma or component breakage. While it cannot be confirmed whether the catheter in the returned kit had a defect that may have exacerbated this issue, this information is enough to determine that the returned products are functioning as intended and not defective. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "avoid tearing the sheath at the insertion site which opens the surrounding tissue creating a gap between the PICC and the dermis. Do not use excessive force when introducing guidewire, peel-away sheath over tissue dilator or tissue dilator as this can lead to vessel perforation and bleeding." The customer report of a catheter tight in sheath was not able to be confirmed by complaint investigation of the returned sample. The returned peel-away sheath and dilator passed all relevant dimensional inspection. A device history record review was performed with no identified relevant findings. There was minor resistance encountered at the tip of the sheath when threading the widest part of the dilator through the sheath. However, a lab inventory kit was opened and the components in that kit exhibited the same behavior. Additionally, r & d engineers were contacted and they indicated that this was an intentional design decision to ensure the correct fit between dilator/catheter and sheath. Based on the customer report, the sample received, and the report from r & d, there is enough information to conclude that no problem was found with the returned sample. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
The complaint is reported as: the dilator is thinner at the tip of it and the catheter doesn't go through it. It was necessary to use a new catheter to continue the procedure. No patient harm reported.

Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: the dilator is thinner at the tip of it and the catheter doesn't go through it. It was necessary to use a new catheter to continue the procedure. No patient harm reported.